Event description:
The customer reported that an act 22g broke in the patient and had to be removed in the operating room (or). It was reported that this could have been due to the size of the needle they used being too small versus the size of the lung nodule. This happened in july but the customer did not report it to carefusion until now. On (B)(6) 2013, the sales representative (s. Campbell) provided the following additional information: the physician is an experienced user. The lesion being biopsied was a relatively hard mass superficially located  in the lung. There was nothing noted of the needle prior to patient use that would indicate a defect and there was no difficulty with inserting the biopsy needle or the coaxial into the patient. The needle broke on the third biopsy attempt after two successful cores were obtained.  The biopsy was performed in CT then the patient was transferred to the or for removal. There was no injury to the patient. The needle was removed and the patient was ok.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was received for evaluation. During visual analysis it was noted that the tip of the needle was broken in the part that is called the sample notch. Therefore, the reported condition was confirmed. A review of applicable manufacturing, inspection, and packaging procedures did not identify any issues that may have contributed to the reported condition. The manufacturing procedures require verification of the condition of material prior to use in the production of each needle. In addition, personnel are required to perform a charging/discharging test on each needle to ensure functionality. Specifically for each coaxial needle, manufacturing personnel are required to perform functional testing on the coaxial¿s internal and external needle as well as verifying that the temno biopsy needle passes smoothly through the coaxial needle. In addition, the applicable inspection procedures also require personnel to perform multiple functional tests prior to releasing each unit. Furthermore, the investigation determined manufacturing personnel are not related to the reported condition as it was reported that the needle broke during the third biopsy attempt. In addition, no issues were found during review of the internal production records for the lot indicated that could result in the reported condition. This includes review of all raw material and components used during the manufacture of the lot involved. The most probable root cause could not be determined, as during review of the applicable manufacturing, inspection, and packaging processes, no issues were found that could relate personnel, manufacturing method or materials to the reported condition. Although the most probable root cause could not be determined, the manufacturing plant is continuing to monitor this issue to identify the need for any further actions.